Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to corroded keypad traces.

Event description:
It was reported that the insulin pump had button error alarm. The customer¿s blood glucose level was unknown. Customer stated insulin pump button was not pressed for longer than 3 minute. The insulin pump will be returned for analysis.